Event description:
The technician alleged the head of bed would drift down slowly. No reported injury.

Manufacturer narrative:
The technician removed the head up valve from the hydraulic manifold, cleaned the valve seat then reinstalled the head up valve to resolve the issue.